Event description:
A hospital in (B)(6) reported via our distributor thick, tenacious secretions and a plugged tracheostomy tube on a pt while using an mr850 respiratory humidifier. It was reported the plugged tube required the endotracheal tube to be changed. The tube was changed according to hospital procedures and no ongoing pt consequences were reported. It was reported there was no mist in the chamber or the inspiratory tube of the breathing circuit on examination.

Manufacturer narrative:
(B)(4). We are currently seeking more info regarding this event. We will provide a follow up report with the results of our investigation.